Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. One-month post filter deployment, cavogram revealed a serpiginous filling defect within the inferior vena cava extending to the filter. Due to that no filter retrieval was performed. Seven days later, computed tomography (CT) angiogram chest revealed acute pulmonary embolism at the level of segmental/ subsegmental of pulmonary artery branches. Subsequently few days later, the patient was expired. However, the investigation is inconclusive for the retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post-deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Product catalog no), (patient & result).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter unable to be removed, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly expired.